Event description:
Healthcare professional reported patient had pain in breast, change in breast. Later MRI diagnosed bilateral rupture. The device has been explanted and replaced. This complaint captures the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the anterior side assessed as fold flaw opening. Additional observation. No penetrating nick (stress mark ). Crease fold observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported patient had pain in breast, change in breast. Later MRI diagnosed bilateral rupture. The device has been explanted and replaced. This complaint captures the right side.

Manufacturer narrative:
Continued adverse event problem: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.